Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual observation noted that a piece of reload was stuck in the shaft of the adapter. The unload button was stuck. The articulation housing of the adapter was also found to be out of position, causing the reload detect switch to be falsely activated when a reload was not attached which resulting a light sequence to replace reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was able to determine a root cause or establish a relationship between the device and the reported incident. The root cause for the damaged reload may be due to a forceful attempt to unload the reload. A secondary condition not related to the reported condition was noted. The root cause for advanced articulation housing was unable to be reliably determined as the handle was not returned for evaluation. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information: device received for evaluation. Device evaluation pending.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during the second firing, the reload fired fine and retracted fine and was able to open. The surgeon tried to straighten the reload from the articulated position and it would not straighten. He had to remove the trocar from the patient in order to take out the reload. Once the reload was out of the patient they saw wires exposed on the reload. No damage was done to the patient, nothing fell into the patient. Current patient status is fine. A new device was opened to finish the case. There was no tissue damage or patient injury. There was no bleeding of 250cc or more. The case was not delayed by more than 30 minutes.